Manufacturer narrative:
The device was received for analysis. Prior to the analysis of the device, the quality documents accompanying the manufacturing process for this device were re-investigated and all production steps were performed accordingly. A device interrogation was attempted, which confirmed that the device cold not be interrogated as stated in the complaint description. Therefore the device was opened to inspect the inner assembly. A visual inspection of the inner assembly showed no anomalies. Measurements of the battery voltage showed a depleted battery. The electronic module was attached to an external power supply to test the functionality of the electronic module. The electrical parameters, particularly the current consumption of the electronic module were found to be normal and as expected. In a next step an external battery was attached instead of the external power supply and a long-term functionality test was performed at an ambient temperature of 37 degrees c. The test revealed no anomalies, especially the current consumption was normal and as expected. There was no indication of a device malfunction. Therefore the battery was sent to the manufacturer for further analysis. The manufacturing records of the battery were inspected, documenting that the battery parameters were within specification during the battery manufacturing. No anomalies were documented during the production process, associated with this battery. The visual inspection of the battery did not reveal any external signs of damage. The voltage measurement confirmed a depleted battery. In a next step, the battery was opened to inspect the individual components of the battery. These were as expected in accordance to the battery state of charge. There was no indication of a battery failure. In conclusion, the clinical observation could be confirmed. However, despite a thorough analysis of the biomonitor iii no conclusion can be drawn regarding the root cause. There was no indication of a material or manufacturing problem.

Event description:
It was reported that this device was explanted due to failure to interrogate. No adverse patient events were reported. Should additional information become available, this file will be updated.

Manufacturer narrative:
We received your event description for the above mentioned device and would like to thank you for supporting our post-market surveillance. As of today, the medical device is not available for analysis, therefore the device itself could not be investigated. The information you provided has been entered into our quality system as a complaint. These types of complaints are used to evaluate systems and device performance throughout our organization and help to maintain and improve the performance of our devices. Should additional relevant information or the device itself become available, the investigation will be updated.